Manufacturer narrative:
Product analysis: no product return therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve there was bleeding at the access site resolved with catheter intervention. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the event was not related to the device but to the critical status of the patient's chronic congestive heart failure (chf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.